Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available clinical records identified the following visit one year post implantation ¿ regularly participates in moderate activities. ¿ improved eq-5d-3l form for mobility and pain/discomfort. ¿ pain noted on physical exam form after walking at anterior and lateral thigh noted to be mild. ¿ pain noted on harris hip score to be mild. Improved ability to don/doff socks and no limp indicated. Rom improved in abduction (in flexion), external and internal rotation (in extension). ¿ radiographs unremarkable. Visit two years post implantation ¿ sometimes participates in mild activities such as walking, limited housework and limited shopping. Noted to be dissatisfied with hip replacement. ¿ eq-5d-3l noted to be back to baseline measurement with noted improved with anxiety/depression. ¿ pain noted on physical exam to be severe at groin, moderate at trochanter and buttock. [Worsening pain with new finding of pain at buttock]. ¿ pain noted on harris hip score to be marked backed to preop findings. Utilizes any method for stairs. [Decrease] comfortable in high chair for one-half hour. [Decrease] able to walk two or three blocks. [Decrease] rom: flexion 45 degrees [decrease] returned to preop measurements with abduction (in flexion) and internal rotation (in extension) with improvement noted in adduction (in flexion) and external rotation (in extension). ¿ radiographs unremarkable. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 010000662, lot number:3959139, brand name: g7 acetabular shell. Catalog number:010000856, lot number: 3907483, brand name: g7 acetabular liner. Catalog number:193108, lot number:688600, brand name: echo bimetric stem. Catalog number:650-1057, lot number:613600, brand name: biolox head. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-02630, 0001825034-2019-02631. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remians implanted in the patient.

Event description:
It was reported that the patient is experiencing pain decreased flexion, mobility and satisfaction approximately 2 years post implantation. Attempts have been made and additional information on the reported event is unavailable.